Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed clotting in the venous sock, about the size of a quarter. *no health consequence or impact. *product was not changed out. *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 1, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315) the actual sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A representative retention sample from the same manufacturing lot number was obtained for evaluation. Visual inspection was performed, and no anomalies were noted with the device. The retention sample was tested for clotting with bovine blood at 8 l/minute for 1 hour with no clotting on the filter observed in the venous portion of the reservoir. The unit was rinsed and inspected for clotting. No clotting was noted. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.